Event description:
It was reported by service report that the bed cannot be lowered to its lowest height. The customer reported that they did not know if there was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Conclusion: lift power coil cable.